Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. When the first information has been received in date 09-aug-2016 the case has been deemed as invalid because the minimum reporting criteria were not available (the patient was not identifiable). On 25-aug-2016 after receiving the information on the patient the case became valid and reportable. The case has been assessed as "serious" as medical important events. The adverse events "off label use, soft tissue injury and protein allergy" are unexpected for hyalgan, while the "injection site joint infection" is expected for hyalgan. The case has been classified as serious/unexpected. The relationship between the reactions and the administration of hyalgan is deemed as being "possible", except for "off label use" that is deemed as being "unassessable". The batches numbers involved in the case were verified by the (B)(4) quality assurance department and the wrong expiration dates reported in the narrative have been corrected. In particular the batch number 1555000 expiration date 08-nov-2018; and 155900 expiration date 10-dec-2018. The company is performing an adequate investigation on the batch of the product involved in the occurrence. A further fu has been scheduled and if there will be new safety information on the case it will be communicated. Follow-up (08-sep-2016): the follow-up information confirmed the (B)(6) infection in wrist. Thus the relationship between the reaction "injection site joint infection" and the administration of hyalgan is deemed as being "probable" becasue the injection site joint infection has been confirmed by hcp. In accordance with our internal procedure, the quality assurance department performed a deep evaluation of production and quality control documentation. From this evaluation no anomaly was found. In particular, no deviation or problem were detected during the manufacturing process, all results are in accordance with the specification and no anomalous trend was identified. On the basis of the investigation performed on documentation no anomaly was found and there is not a product quality issue that could be related to the events described in the defect description. Device was not available.

Event description:
Batch or lot #: "1555000" exp aug2018 and lot number "155900" exp "12oct2010". Description of complaint: an office assistant reported to (B)(4) representative that 2 patients used hyalgan for the first time in their wrist and both came back with an infection at the injection site in the wrist. One patient was given antibiotics and the other patient was had the injection site lanced and drained. The date of these events is unknown. Follow-up 25-aug-2016: this spontaneous, serious adverse event was reported by a surgical technician and concerned a female patient of unknown age. The patient's concomitant medications were unknown. Relevant medical history included a past surgical site infection and no history of allergies or osteoarthritis. On (B)(6) 2016 the patient received 2-3 ml of hyalgan for an off-label use(3191) in her wrist during carpal tunnel release surgery. The patient developed an infection which the office attributes to a possible defective batch of hyalgan since they have used hyalgan before with other patients with no problems, and this patient received hyalgan from a new shipment hyalgan syringes they had just received. The patient was given antibiotics with no improvement and on (B)(6) 2016 underwent a procedure to drain and wash the bacterial incision; a biopsy was also performed. On (B)(6) 2016 the lab results came back and demonstrated no bacterial growth or fungal infection. The reporter suspects a possible "protein allergy"(3191). On an unknown date in 2016 the patient was seen by her primary care physician where extensive lab work was performed with normal results. The reporter stated that the patient continues to have soft tissue damage(31914) and is improving but not completely healed. The patient is using a special dressing to try to get the surgical site to close. The lot numbers and expiration dates previously provided were 1555000 and august 2018, and 155900 and 12-oct-2010 respectively. The reporter was unable to provide confirmation of lot numbers and they were unknown to her. The reporter provided the prescribing physician's contact information. As of (B)(6) 2016 it was unknown whether the patient continued use with hyalgan and the outcome of infection was unknown. The outcome of soft tissue damage was improving. Follow-up received on 08-sep-2016: surgical assistant reported that the female patient received hyalgan one time in her wrist and had a (B)(6) infection that resolved with antibiotic treatment. The last time she was in the office on an unknown date her wound was still open, they were waiting for the wound to heal, but there was no sign of infection. A protein allergy was considered to be a part of the problem but a protein allergy was never confirmed.

Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. When the first information has been received in date 09-aug-2016 the case has been deemed as invalid because the minimum reporting criteria were not available (the patient was not identifiable). On 25-aug-2016 after receiving the information on the patient, the case became valid and reportable. The case has been assessed as "serious" as medical important events. The adverse events "off label use, soft tissue injury and protein allergy" are unexpected for hyalgan, while the "injection site joint infection" is expected for hyalgan. The case has been classified as serious/unexpected. The relationship between the reactions and the administration of hyalgan is deemed as being "possible", except for "off label use" that is deemed as being "unassessable". The batches numbers involved in the case were verified by the fidia quality assurance department and the wrong expiration dates reported in the narrative have been corrected. In particular the batch number (B)(4) expiration date 08-nov-2018; and 155900 expiration date 10-dec-2018. The company is performing an adequate investigation on the batch of the product involved in the occurrence. A further fu has been scheduled and if there will be new safety information on the case it will be communicated. Follow-up (08-sep-2016): the follow-up information confirmed the mrsa infection in wrist. Thus the relationship between the reaction "injection site joint infection" and the administration of hyalgan is deemed as being "probable" because the injection site joint infection has been confirmed by hcp. In accordance with our internal procedure, the quality assurance department performed a deep evaluation of production and quality control documentation. From this evaluation no anomaly was found. In particular, no deviation or problem were detected during the manufacturing process, all results are in accordance with the specification and no anomalous trend was identified. On the basis of the investigation performed on documentation no anomaly was found and there is not a product quality issue that could be related to the events described in the defect description. Follow-up (27-sep-2016): multiple attempts to gather additional information were unsuccessful. This case is closed. Device was not available.

Event description:
Batch or lot #: "(B)(4)" exp aug2018 and lot number "155900" exp "12oct2010". Description of complaint: an office assistant reported to henry schein representative that 2 patients used hyalgan for the first time in their wrist and both came back with an infection at the injection site in the wrist. One patient was given antibiotics and the other patient was had the injection site lanced and drained. The date of these events is unknown. Follow-up 25-aug-2016: this spontaneous, serious adverse event was reported by a surgical technician and concerned a female patient of unknown age. The patient's concomitant medications were unknown. Relevant medical history included a past surgical site infection and no history of allergies or osteoarthritis. On (B)(6) 2016 the patient received 2-3 ml of hyalgan for an off-label use (3191) in her wrist during carpal tunnel release surgery. The patient developed an infection which the office attributes to a possible defective batch of hyalgan since they have used hyalgan before with other patients with no problems, and this patient received hyalgan from a new shipment hyalgan syringes they had just received. The patient was given antibiotics with no improvement and on (B)(6) 2016 underwent a procedure to drain and wash the bacterial incision; a biopsy was also performed. On (B)(6) 2016 the lab results came back and demonstrated no bacterial growth or fungal infection. The reporter suspects a possible "protein allergy" (3191). On an unknown date in 2016 the patient was seen by her primary care physician where extensive lab work was performed with normal results. The reporter stated that the patient continues to have soft tissue damage(31914) and is improving but not completely healed. The patient is using a special dressing to try to get the surgical site to close. The lot numbers and expiration dates previously provided were (B)(4) and august 2018, and 155900 and 12-oct-2010 respectively. The reporter was unable to provide confirmation of lot numbers and they were unknown to her. The reporter provided the prescribing physician's contact information. As of 25-aug-2016 it was unknown whether the patient continued use with hyalgan and the outcome of infection was unknown. The outcome of soft tissue damage was improving. Follow-up received on 08-sep-2016: surgical assistant reported that the female patient received hyalgan one time in her wrist and had a mrsa infection that resolved with antibiotic treatment. The last time she was in the office on an unknown date her wound was still open, they were waiting for the wound to heal, but there was no sign of infection. A protein allergy was considered to be a part of the problem but a protein allergy was never confirmed. Follow-up (27-sep-2016): multiple attempts to gather additional information were unsuccessful. This case is closed.